Event description:
It was reported the patient experienced a muscle spasm. Three iceforce 2.1 cx 90 degree cryoablation needles were being used during a left renal tumor cryoablation procedure. When the cautery feature was activated at the end of the procedure, the patient experienced a muscle twitch. The needles were turned off and the treatment completed without patient harm.